Event description:
It was reported that during a percutaneous angioplasty (pta) procedure, a guide wire fracture occurred. The unspecified target lesion was in the "poplitea" artery. The physician reportedly "used the guide wire like a burr", "to drill through the occlusion" with a platinum plus-3 018/180 guide wire; however, the physician was unable to cross the target lesion. The physician decided to "change the guide wire". An entrapment and a guide wire fracture occurred. The device was able to be removed from the patient. The procedure was completed with a different device. The patient's current condition was listed as "stable".